Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that just after deploying the stent in the left circumflex, there was a dissection at the proximal edge of the stent. Another xience v (3.0 mm x 12 mm) was implanted to cover the dissection. No additional event or pt information is available.

Manufacturer narrative:
Dissection is a known possible outcome of coronary stenting procedures, and is listed in the instructions for use (IFU) as a potential adverse event. The IFU states: "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents or other)." There was no note of any difficulties during the procedure or damage noted to the sds which could have contributed to the dissection. Although a root cause cannot be determined, there are no indications of a product quality issue which could have contributed to the outcome of the procedure.